Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and found that the reported phenomenon was duplicated and noise appeared due to the corrosion of the electrical contacts and the failure of the locking function of the video connector socket. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc surmised that the reported phenomenon might be attributed to the corrosion of the electrical contacts due to the failure of the reprocess and the contact failure of the video connector socket due to the deterioration by the long-term use. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the subject device was not displayed and there was the contact failure of the video connector socket. There was no report of patient injury associated with the event.